Event description:
It was reported that during an unspecified endoscope procedure deployment difficulties occurred. An ultraflex esoph ng dst cvd stn 23x10 had been selected and advanced to an unspecified location. The physician attempted to deploy the stent; however, noted "some kind of blockage" while "unrolling" the wire and the stent did not deploy. The physician was unable to remove the stent. The stent was able to be implanted in an unspecified location by unspecified means. The patient's condition is "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.